Manufacturer narrative:
The controller dc adapter was returned for evaluation. However, the device associated with this product event exceeded the retention period as per current procedures and is therefore not available for analysis. Product event summary: it was reported that the controller dc adapter was not properly connecting to the controller. A review of the manufacturing records confirmed that the associated device met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events involving an inability to connect the controller dc adapter to a controller can be attributed, but not limited, to a connector failure, assembly failure and/or the handling of the device. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller dc adaptor did not fit properly into the controller. The controller dc adaptor was replaced. No patient complications have been reported as a result of this event.